Event description:
It was reported that the customer's blood glucose level was 200 mg/dl and her sensor glucose level was below 60 mg/dl. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.